Event description:
It was reported that there are air bubbles in the cartridge after 2 days. There is no additional information available at this time.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.